Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The customer reported that the malfunction occurred when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. The technical support specialist remoted in and identified that the task was completed incorrectly and guided the client on how to request the rx-verify frame. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.